Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 70-year-old male patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including pacer testing using the returned multifunction cable without duplicating the report. The device was recertified and returned to the customer. Clinical data at time of the reported event was not available for review. Analysis of reports of this type has not identified an increase in trend.